Manufacturer narrative:
(B)(4). This complaint for a leak could not be confirmed since the device was not sent for evaluation. A root cause was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of needing help to setup the bag as there was a leak in the tubing. The leak was noticed during use. The technical service representative (tsr) assisted the home patient (hp) to connect the bag and the hp was unable to find the drain line, and the extension line would not fit into the tubing. The tsr explained to start over using new supplies and assisted him to get the door open. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: it was his fault he couldn't get the bag setup. The line was not able to connect then caused a leak at the luer connection from the cassette to the bag. The sample was discarded and box used for therapy, so a companion sample was not available. The patient was doing fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.